Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented to emergency department unresponsive at ~1950. Patient passed away. Controller was removed from person before log files were obtained. During the log file analysis, it was observed that the patient began having low flows on (B)(4) 2021 at 9:36:18. The flows remained and began to drop lower until patient passed. The pump appeared to have been working as intended up until that point. Additional information states that the cause of death is unknown, the device operated as expected and the pump won't be returning for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported patient outcome and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6), could not be conclusively established through this evaluation. A specific cause for the reported event could not be conclusively determined. The submitted controller event log file captured transient low flow hazard alarms on (B)(6) 2021 along with transient low flow events throughout the course of the log file. Of these faults, most lasted over 10 seconds and low flow alarms were triggered. No other atypical events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the file until the driveline was removed from the system controller. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1 of this IFU lists death as an adverse event that may be associated with the use of the hm3 lvas. Section 1 of the IFU addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.